Event description:
Pt was revised because the talar was implanted in varus. Poly wear was discovered intraoperatively.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the poly component part and lot number combination. A search of the complaint database found one prior report for the talar component part and lot number combination; however, review of the as400 system show that 4 other devices from lot a3yfw1 have been delivered and can be reasonably concluded implanted without issue. Provided information states the talar component was implanted in varas, the surgeon decided to go with a larger tibial and talar component. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.